Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: unknown mentor saline implant. (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with a saline mentor breast implant of unknown type. The patient thought that implants were ruptured; however, upon bilateral removal on unknown date, implants were intact. This is for one of the implants, see manufacturer report number 1645337-2018-04469 for contralateral prosthesis.

Manufacturer narrative:
The device history record (DHR) of lot number 556260 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. (B)(4).